Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
The pt reported that she is experiencing pain and tenderness on her left side.